Event description:
A customer reported that a pump malfunction occurred with no notable events happening before this issue. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no significant impact. In response, technical support arranged to replace the pump, and the caller expressed interest in obtaining a loaner pump since the original pump was out of warranty.